Event description:
When assisting a user with an "invalid data" error, I saw the following message: "this patient has tried other medications such as adderall, wellbutrin (adverse reaction, listed in allergies), semaglutide (adverse reaction), metformin, saxenda (adverse reaction), lamotrigine. Patient also had a gastric sleeve placed (B)(6) 2020 and didn't see much progress with this." This is the preventable adverse event (pae) for the gastric sleeve. Reported by healthcare professional (hcp) office. Healthcare professional (hcp) office did not consent to follow up. No further information/clarification available. (B)(4).